Manufacturer narrative:
Device not returned for evaluation.

Event description:
The patient experienced unspecified issues with a previous advance sling procedure which was implanted on 2012. A new artificial urinary sphincter (aus) consisting of a 4.5 cm cuff, pump and balloon were implanted. Should additional information be received supplemental report will be submitted.